Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2018, UDI#: (B)(4). The device was returned but analysis was not performed due no device allegations and the report of a non-analyzable medical issue reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen (1000 mcg/ml at 165.2 mcg/day) via an implantable infusion pump. It was reported that the patient experienced an infection and the system was removed. No further complications have been reported as a result of this event.